Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/05/2018 that on (B)(6) 2017, patient reported sensor session ended on its own but cannot recall any details. No product was provided for evaluation. Data was provided for investigation. Confirmation of the complaint was confirmed through connection loss on transmitter serial number (B)(4) via data. The probable cause could not be determined via data. No additional event or patient information is available. The reported event of sensor session ended is reportable based on the findings of connection loss.